Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement freestyle libre 2 sensor. The customer had initially reported receiving a ¿replace sensor¿ error message while wearing the sensor. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor his blood glucose. Consequently, the customer experienced symptoms of vomiting, headaches, and diarrhea. The customer further reported being seen by a doctor at the time of the call and refused to troubleshooting and disconnected the call. It is unknown what treatment was rendered as no further information was provided. There was no report of death or permanent injury associated with this event.